Manufacturer narrative:
The device was not returned for evaluation. Patient anatomy images from the case were provided; however, there was no procedural imagery of attempting balloon inflation, nor any photograph of the balloon following the procedure. As a result, the complaint was unable to be confirmed. The returned imagery was reviewed and the following was observed: the stj and leaflets were calcified and the patient vessels were tortuous and calcified. A device history review was performed and the work orders did not reveal any manufacturing related issues that could have contributed to the reported event. A lot history review was performed and revealed no other similar complaints relating to ¿balloon ¿ torn.¿ a review of the complaint history revealed that the occurrence rate for ¿balloon ¿ torn¿ did not exceed the october 2017 control limit for the trend category of ¿damaged.¿ no instructions for use (IFU) or training deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since the delivery system was not provided, the complaint for ¿balloon ¿ torn¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Review of complaint history suggests that a balloon¿s inability to inflate may be due to a tear in the I/c bond. Based on the complaint description, it is likely that the balloon tear in this case occurred before attempting deployment. Potential causes for separation of the crimp balloon and inflation balloon are as follows: tortuous and calcified patient anatomy and procedural factors from handling during valve alignment (va) or fine adjustment. This issue and associated risks have been documented. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the transcatheter valve (thv) to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The thv being unseated during alignment and excessive force being used to try and achieve final alignment position, may result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Review of patient imagery revealed that calcification was present in the vessels, stj, and on the leaflets. The complaint description states that the patient had ¿a severe tortuous aorta in which the alignment was performed.¿ additionally, patient imagery also showed that the patient had a tortuous anatomy. As aforementioned, performing valve alignment in a non-straight section of the aorta can increase the difficulty of the process and may contribute to a tear in the balloon. Calcification can also contribute to a tear by weakening or puncturing the balloon. Available information therefore suggests that patient factors (calcification/tortuosity) and/or procedural factors (performing va in a non-straight section) may have contributed to the reported event. However, a definite root cause was unable to be determined. The complaint for ¿balloon ¿ torn¿ was unable to be confirmed due to the unavailability of the complaint device. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (performing va in a non-straight section) may have contributed to the reported event. However, a definite root cause was unable to be determined. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate does not exceed the october 2017 control limits for the trend category ¿damaged.¿ therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by the field clinical specialist, during deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ¿would not inflate¿. It was speculated that there was a hole in the balloon. The entire system (valve, delivery system, and sheath) were removed. A new system was prepped and the valve was deployed successfully. The patient has a severe tortuous aorta in which the alignment was performed.